Event description:
Subsequent to cataract surgery with implantation of the crystalens intraouclar lens (iol), the pt presented with a decrease in visual acuity. The surgeon observed that the temporal haptic of the iol had vaulted anteriorly, causing the change in refraction. The surgeon performed secondary surgical intervention to reposition the lens, however this attempt was unsuccessful. A third procedure was performed in order to explant and replace the iol. The surgery was performed successfully and the pt's visual acuity has improved. The surgeon suspects that the event may have been caused by sub-incisional cortex that was not removed during the original surgery. In conclusion, it is unknown whether or not the device malfunctioned.